Manufacturer narrative:
An attempt to reproduce the reported event on smartphone android app: minimed mobile app (software version 1.3.1) on galaxy s9 (android 10) with 780g pump (software version 6.7) was not reproduced. The reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). Our app cannot prevent the loss of pairing. The software performed as expected per specification - ble connect ios and android mobile software requirements specifications, (B)(4). In addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: android device's bluetooth stack implementation features. High level of electromagnetic noise. Helpline confirmed that the customer has been advised of the following: 1) ask user for any apps with bluetooth usage presence, and remove them if any are present. 2) install system updates if any are available: settings, software update, download and install. 3) try to pair test the pump pairing with another available phone (if possible). 4) try to pair pump in another location, with lower amount of electromagnetic noise. Customer did not provide any more information on if it was resolved due to that the ticket was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6) - customer has to unpair both the pump and her mobile device, each time the connection between both devices gets interrupted (iphone 8 plus, ios 15.3, (app ver 1.3.1) attempt to reproduce the issue using iphone 13 (ios 15.6) device on app version 1.3.0 and pump 780g (sw 6.7u) was made and it was not reproduced. The provided app logs were not enough to identify the source of the issue, therefore pump traces were requested. Most likely the issue is that wrong sake keys are communicated from our internal storage and send them to the pump. As the sake keys are incorrect, the pump cuts the connection and unpairs the phone. More details regarding this issue can be found in esf (B)(4). Futher it can be concluded that ios can kill an application if the resources are needed for other apps. In our case such behavior leads to issues getting sake keys from the keychain. The workaround for the issue was suggested to re-pair the phone each time when the pairing was lost the software did not performed as expected per specification - ble connect ios and android mobile software requirements specifications, (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer faced loss of communication with pump to mobile device due to paired issue. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was unresolved. The smart phone will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.